Event description:
Boston scientific received information that during a routine office visit it was noted that tachycardia therapy was programmed off for this implantable cardioverter defibrillator (ICD). At the time of the office visit it was unknown why therapy was programmed off, thus it was programmed back on. Additional information was received that therapy had been electively programmed off to implant a left ventricular assist device (lvad) and had inadvertently not been programmed back on. The date of the lvad procedure was unknown. The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.